Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The customer provided the following results: sample drawn on (B)(6) 2012: architect = (B)(6) (reagent lot: 17245li00), vidas = (B)(6) (technique cut-off: 0.25 ), biomerieux p24 = (B)(6) (technique cut-off = 5 ). Sample drawn on (B)(6) 2012: architect = (B)(6) (reagent lot: 17245li00), biomerieux p24 = (B)(6) (technique cut-off = 5 ), viral load = (B)(6), sequencing under type b. Sample drawn on (B)(6) 2012: architect = (B)(6) (reagent lot: 17245li00). Sample drawn on (B)(6) 2012: architect =(B)(6) (reagent lot: 17245li00), same tube rerun on (B)(6) (after thawing) on lot 18231li00 ==> (B)(6), vidas = (B)(6) (technique cut-off = 0.25 ), biomerieux p24 = (B)(6) (technique cut-off = 5 ). Sample drawn on (B)(6) 2012: architect = (B)(6) (reagent lot: 17245li00). Sample drawn on (B)(6) 2012: architect = (B)(6) (reagent lot: 17245li00).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, sensitivity testing, a search for similar complaints, and a review of labeling. Three (B)(6)-sensitivity specimens were tested with a retained sample of reagent lot 17245li00 and 18230li00, which contains identical bulk reagents as lot number 18231li00, and showed normal performance without (B)(6) results. Two commercially available seroconversion panels were tested using reagent lot 17245li00 and 1823li00 to assess the clinical sensitivity of the reagent lots. The obtained results were compared with architect hiv ag/ab combo test data from the manufacturer for these seroconversion panels. Both reagent lots detected the same bleeds as (B)(6) with comparable s/co as the data from the manufacturer. Tracking and trending did not reveal any adverse trends for the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, arch hiv ag/ab combo, 04j27, that has a similar product distributed in the u.s., 02p36. A follow up report will be submitted when the evaluation is complete.